Event description:
Baxter national complaint coordinator (ncc) for international reported a device that overinfused during patient use. The report was received from a pharmacist on 07/21/2006. The case refers to a female patient, who received an infusion with a single day infusor 2 ml/h on an unknown date. The infusor was filled with morphine solution and 0.9% naci 50 ml. The expected infusion time was 24 hours. However, after nine hours the infusor was empty. The patient showed sign of a morphine overdose (somnolence and beginning respiratory depression). The patient has an end-stage oncologic disease. No other information was available at this time. Additional information was requested.

Manufacturer narrative:
Evaluation summary: two used units were received containing no solutions. Upon receipt, the units were visually examined for signs of abnormality, but none were found. The imprint on the flow restrictor was also noted to be correct. Per procedure, a flow test was subsequently performed on the 2 devices for 19.2 hours. At the end on the flow test period, the following flow rates (ml/hr) were produced from the 2 devices: calculated: 1.82; 1.87; normalized (2.5%): 1.87; 1.92; specification range: 1.75 -- 2.25; 1.75 -- 2.25. The flow rated were found to be within the specification range. Additionally, only one lumen was microscopically noted within the glass capillary. The o-rings were also observed to be in proper placement within the flow restrictor. Therefore, based on the evaulation findings, the 2 devices performed as expected. A review of all records and retained samples related to the manufacture of the product lot has been completed, which did not reveal any abberations during inspection, testing and manufacturing of the product lot. Similar incidents have been received for this product family. This incident has been communicated to the responsible baxter personnel to review and determine if this data is within the expected level of occurrence and to establish the need for further investigation.